Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor¿s needle hard to remove. The customer's blood glucose value was unknown. Customer stated that the sensor¿s needle was hard to move after implant, the sensor move out with the needle at last. The device will not be returned for analysis.